Event description:
It was reported that during inspection, it was observed that the zimmer air dermatome ii handpiece and associated blades were badly scored and the material appeared to have blistered. It was stated by the customer that the devices are autoclaved at 134 degrees for four minutes, using a neutral detergent, endozime and the washing regimen is completed at 91 degrees for one minute. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.